Manufacturer narrative:
Internal reference: (B)(4). This case was reviewed and investigated according to the manufacturer¿s policy. Facility declined to provide patient information. No tests/laboratory data was available. Relevant history: no information was available. Suspect products: no information available. The implant or explant dates are not applicable to this device. Device evaluation: not applicable for this device. Concomitant medical products: no information available. Initial reporter state/prefecture is (B)(6). The returned device was visually and microscopically inspected. There were bends along the catheter shaft, the inner member was bunched and a tear observed at the exit port. There were rough edges of malleable shaft material, no missing material was observed. The probable cause of the reported failure is damage in use as evidenced by the tear in the exit port, inner member bunched up and the bends. Remedial action and removal # do not apply to this submission. The manufacturing documentation for this device was reviewed and the device met all quality and manufacturing release criteria.

Event description:
It was reported during a planned therapeutic peripheral procedure, another manufacturer's wire device broke off in the patient and was retrieved with a snare. The manufacturer's device was removed after successful imaging, damage to the device "like hangnail at exit port" was observed. The lesion was cto from popliteal to peroneal, parallel guidewire technique and buddy wire technique were applied to approach to the lesion. It is believed manufacturer's device was damaged due to interference between products. This adverse event is being submitted because the manufacture¿s device is a concomitant device in use when another manufacture¿s device separated. There is no allegation the manufacturer¿s device malfunctioned.